Event description:
Customer called to report the insulin pump alarmed for sensor error and change sensor. The customer stated that the insulin pump went into threshold suspend 4 times due to false low readings from the sensor. Sensor glucose reading was 40 mg/dl when the blood glucose reading was 216 mg/dl. Advised that the sensors will be replaced. Nothing further reported.

Manufacturer narrative:
Inspected 2 opened/used enlite sensors and performed bicarbonate buffer test. 1 of 2 sensors failed for high readings. Detected 1 remaining sensor passed per specification with accurate readings.